Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/23/2017 with the following findings: the battery compartment was cracked above the grip pad. The ok keypad button was intermittently responsive. The contrast, down arrow, and up arrow keypad buttons functioned. The ok keypad button contact was cracked. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, and the ok keypad button was intermittently responsive. This report is made based on results of investigation completed on 10/23/2017.